Manufacturer narrative:
The hosp provided a printout of only one pt lead. Based on this info alone we would conclude that the 5.4 second pause should have alarmed as an asystole event. However, without a complete strip of all of the ECG leads at the time of the incident, we cannot foreclose the possibility of activity on another lead that could have prevented a pause reading. For these reasons, we cannot conclusively determine what caused the product malfunction.

Event description:
The hospital reported that a spacelabs central station in use with a module did not alarm for an asystole condition after a 5.4 second pause in the pt's heartbeat.